Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during unpacking stent damage was noted. The 3.50x28mm veriflex stent was removed from the hoop and the proximal tip of the stent was "frayed". The procedure was completed with another of the same device. The patient's status is unknown.

Event description:
It was reported that during unpacking stent damage was noted. The 3.50x28mm veriflex stent was removed from the hoop and the proximal tip of the stent was "frayed". The procedure was completed with another of the same device. The patient's status is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the crimped stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 5mm distal to the distal edge of the proximal markerband. The stent was bunched at 3mm distal to the proximal edge of the stent. No other damage was noted with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).